Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead fracture in the cervical area, which resulted in a loss of stimulation and ineffective pain control. System replacement was required which involved the removal of an old neurostimulation system and the implantation of a new paddle lead and battery. One piece of the fractured lead was abandoned in the patient, rendering them not MRI compatible. Additionally, there were issues with the stimulation output, as the tip of the lead was severed, and the patient experienced difficulties recharging the implantable neurostimulator. Troubleshooting steps included the surgical removal of the system, except for the abandoned fractured lead segment, and a revision of the entire system.

Manufacturer narrative:
H3: analysis of pli# 20#: product ID#: 97715, product ID: 977a275; serial#: (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2024; product type lead; and product ID: 977a275; serial#: (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2024; product type: lead. Found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.